Event description:
As previously discussed with FDA reps, pt underwent an ercp as an outpatient on (B)(6) 2016 using olympus duodenoscope tjf-q180v - (B)(4) after referral from oncologist for biliary stricture confirmed on mrcp resulting in obstructive jaundice. A severe stricture was found which appeared malignantly; cytology ultimately showed adenocarcinoma. Balloon dilation and stent placement x2 was performed. Pt presented on (B)(6) 2016, with bloody bowel movements and back pain. Pt required 4 units of red blood cells and 2 units ffp and required pressor support upon admission. On (B)(6) 2016, pt underwent an upper endoscopy with olympus duodenoscope, tjf-q180v - (B)(4). Pt was intubated for the procedure given the degree of bleeding. Active bleeding was seen from within the larger stent lumen and around the stent, suggestive of sphincterotomy-related bleeding. This was treated with epinephrine injection and heater probe application. Following the procedure, pt required pressor and re-intubation. Pt was treated with ceftriaxone and flagyl then vancomycin and zosyn for antibiotics. Pt was found to have a rising troponin with EKG changes and an echocardiogram showing severe hypokinesis of the right ventricle. Pt was transitioned to comfort care and expired on (B)(6) 2016. The isolate in this pt was identical to other esbl e. Coli that caused infections in patients who had undergone procedures with the same duodenoscope, olympus tjf-q180v - (B)(4). This issue has been reported previously to the MFR who reported this event to the FDA. The FDA has previously discussed this case with physician leadership at our facility. Appropriate state health officials have previously been notified as well. Prior to pt encounter, the scope was being leak tested and washed per MFR guidelines. Facility also washed scopes an add'l time. MFR's report indicated autopsy was done. This is inaccurate. Family declined autopsy.